Manufacturer narrative:
Additional information received 07 december - based on examination in august 2021, the patient is recovered and the incident resolved. (H3): no device sample returned for manufacturer analysis. A lot number was provided; lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
Additional medical information received from the treating facility (B)(6) 2021. Patient was diagnosed with a corneal ulcer in the lower cornea at 6 o'clock position in (B)(6) 2021. The patient was instructed to return for follow-up in two to three days, but did not. In august the patient was seen for contact lens prescription, light clouding was observed in the same region but the patient is considered recovered and the incident is fully resolved with no permanent injury.

Manufacturer narrative:
No device sample returned for manufacturer analysis. A lot number was provided; lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
It is reported that the patient experienced eye pain and redness in the left (os) eye after opening and instilling a new contact lens. The patient felt the surface of the lens was not smooth but continued to use for six days. The patient sought medical treatment and there were scratches observed, the patient was diagnosed with a corneal ulcer. The patient was prescribed tarivid (ofloxacin) ophthalmic solution and an eye ointment (unspecified). Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.